Manufacturer narrative:
The vessel sealer extend (vse) was transferred to engineering for additional log reviews and to determine the cause of the grip tips not closing all the way. The initial failure analysis was confirmed. The grip tips did not close all the way after opening. The housing was removed, and no issues were found with the grip cable, or other components on the proximal end. The instrument was taken apart and components causing a clamping failure were inspected for any issues/defects, but no abnormalities were found. The instrument was used for about 56 minutes prior to the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the complaint regarding the vse not sealing was not confirmed by failure analysis. Based on log review of remotefe, no failures were observed. No dsp logs are available for review at this time. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The instrument failed initialization during in-house testing. No obvious damage to the blade of the knife was observed. Electrical continuity test was performed and passed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Further investigation confirmed additional observations. The instrument was placed on an in-house system and failed initialization multiple times. A dislodged blade is observed after each installation attempt and installation failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) was not sealing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics cooridnator and obtained the following additional information: after an hour of using the vessel sealer extend (vse), the surgeon could no longer open or close it. The vse was locked. There was no tissue damage and the vse was never stuck on tissue. The unclamping issue was identified prior to grasping the tissue. The grip release was not used. They removed the instrument and swapped to a backup with no further issues.